Event description:
Customer called to report high blood glucose. Blood glucose reading was 252 mg/dl at the time of the call. The customer had changed a box of reservoirs and infusion set while still getting high blood glucose. Customer could not troubleshoot at the time. The customer stated that her blood glucose reading was over 500 mg/dl on one night. Advised to call us back to troubleshoot this issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.